Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was experiencing ongoing low blood glucose (bg) levels (40-60s mg/dl), for the past three weeks. Low bgs were treated by ingesting carbohydrates, and the issue resolved. The customer has since switched back to using an alternative pump for therapy.